Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned and analyzed.

Event description:
It was reported that the passive ventricular lead would not stay in place during an implant. The patient became dependent during the implant. The passive lead was removed and replaced with an active lead. No patient complications were reported as a result of this event.